Manufacturer narrative:
Due to character restrictions in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cs100 intra aortic balloon pump(iabp) have low vaccum. There was no harm reported.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) low vacuum alarm. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4; d9; g1; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11 corrected field: b5; b6; b7; d10; h6 health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer complained that low vacuum error in machine. Fse observed and found same. Checked compressor diaphragm and tighten the screws of compressor. Performed all functional tests successfully. Machine handed to the customer in working condition.